Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; one device had broken/damaged components and the other device had worn components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the siderail had a false latch. There was no patient involvement.